Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured at the clavicle. This lead was explanted and was replaced with new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 27 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.